Event description:
Home pt (hp) reports leaks in homechoice set. Leak noted when sys error alarm sounded on device during prime, prior to home pt connection. Home pt discontinued treatment and could not determine exact source of leaks. Per home pt, no injury or med intervention.